Manufacturer narrative:
Evaluation method -the patient's lifevest was not returned for evaluation.biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
During a retroactive review of distributor incident files, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. The patient reported a rash which bled due to blood thinners. The final medical outcome of the skin irritation is unknown. No indication that the patient received medical intervention. No allegation of a device malfunction.